Event description:
There are having issues with some pressure infusors, zit-1000. Products are deflating are a couple of minutes of use and pressure bag deflating mid use. Product is not contaminated or contain biohazard or chemotherapeutic agent. Event occurred during use on patient. The product was not reprocessed or re-sterilized prior to use. The customer requires a response to the event. There was patient involvement but no patient harm/adverse event reported.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): pressure infusor. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 06 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. . Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint reported that "products are deflating are a couple of minutes of use and pressure bag deflating mid use." Based on the device history record (DHR) review there were no abnormal processing issues noted. All products/packaging were produced per specifications. A risk assessment was performed, and the overall patient caregiver risk was determined to be low while the regulatory/compliance risk was determined to be medium. The severity of the failure mode is serious (3), with an actual occurrence rate of improbable (1) which falls within the anticipated occurrence rate of remote (2). Based on this risk assessment, CAPA is not required per ref-20001-c1. There were 15 complaints reported for pressure infusor bags during the same timeframe related to the failure mode of loss of pressure. We will continue to monitor trends during our periodic complaint review meetings.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): pressure infusor the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 06 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
There are having issues with some pressure infusors, zit-1000. Products are deflating are a couple of minutes of use and pressure bag deflating mid use. Product is not contaminated or contain biohazard or chemotherapeutic agent. Event occurred during use on patient. The product was not reprocessed or re-sterilized prior to use. The customer requires a response to the event. There was patient involvement but no patient harm/adverse event reported.